Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The pneumatic module was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The pneumatic module was received and a visual assessment of the returned sample showed no obvious nonconformities. Further testing found the sample to meet alcon specifications. The root cause of the reported event can be attributed to an internal component failure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported there was no cutting. Additional information has been requested.